Manufacturer narrative:
The device was not returned for analysis. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Vessel occlusion is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Manufacturer narrative:
(B)(4).

Event description:
It was reported in the (B)(4) journal of radiology a patient's middle cerebral artery (mca) was acutely occluded immediately following balloon angioplasty. Patency was achieved after the second angioplasty and a stent was placed. No neurological consequences to the patient were reported.

Event description:
It was reported in the european journal of radiology a patient's middle cerebral artery (mca) was acutely occluded immediately following balloon angioplasty. Patency was achieved after the second angioplasty and a stent was placed. No neurological consequences to the patient were reported.